Event description:
During surgery the inlet pipe of the instrument came out and the nurse was injured. Follow up report received 5/20/97 stated nurse received facial contusion and cervical sprain. No injury to pt was reported.